Manufacturer narrative:
The device was returned to olympus for inspection where the most probable root cause of this complaint is expected or random component failure without any design or manufacturing issue. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as a mechanical problem like leakage/seal, stress, deformation, or wear and tear. These causes can occur between components such as circuit board, connector/coupler, electrical cable, electrical and magnetic, mechanical/structural cable, imager, lenses, optical fiber, handpiece, tip, mesh and marker without any design or manufacturing issue that could lead to image defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited that no image was displayed due to damage to the charged coupled device (ccd), circuit board and video plug, additionally a b31 (scope communication error) has occurred in the image. There was no patient involvement.